Event description:
The patient reported that "I had foot surgery last thursday ((B)(6)-2015), and I had to turn the device off for the surgery". The surgery was to put in "f wires that stick out of my toes, and they are made of stainless steel". Since the surgery, the patient tried turning stimulation on and "I am getting electrocuted when the stimulation is on, could that be because of the f wires"? The patient stated: "it goes all the way from my pelvic base to the tips of my toes where the wires are sticking out". Patient services told the patient that it is possible that there is an interaction with the implantable neurostimulator (ins) and the f wires that stick out of her toes, and to consult with her hcp (healthcare provider). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mmm6, implanted: 2014-(B)(6), product type: lead. Product ID: neu_pt m_prog, serial# unknown, product type: programmer, patient. (B)(4).